Manufacturer narrative:
The complaint received states that during an interventional the jindo wire became damaged and separated in the patient. The patient was admitted for a procedure with a lesion in the right external iliac/superficial femoral artery. The lesion had 90% stenosis and was heavily calcified and the vessel was moderately tortuous. The contralateral approach was chosen for the procedure and a jindo steerable guidewire was advanced to the right common femoral artery, through a j sheath. The distal tip was sometimes drawn into the side branch during delivery and it became distorted/unraveled. The wire was exchanged to a new product and the procedure was completed. After the procedure it was noted that the distal tip of the jindo guidewire was found separated and remained in the patient. The physician determined that there would not be any consequence to the patient if the future, and therefore, decided to leave the distal end of the wire in the patient's body. There was no reported injury to the patient. The product was returned for analysis. One non sterile pgw jindo 180cm str .035 was received in a plastic bag. The coil wire was unraveled. The coil wire and core wire both presented a fracture condition on the distal end of the unit; the distal part of the unit was not received for analysis. The unit was sent to sem analysis to determine the cause of the fracture. Sem results showed that the core wire fracture surfaces presented evidence of bending, twisting and smearing characteristics. Reverse bending and/or pulling while twisting the sample could be related to these surface characteristics. The coil presents evidence of smearing and pulling; it appears that the separation occurred while the coil was being stretched/pulled, since the coil was found unraveled and the tip of the fracture presents "pen point" which is a common characteristic of pulling fractures. Cutting as the root cause was discarded (by comparison) since the fracture sites did not present any characteristics typical of this failure mode. Lake region lot number 01416589 is cordis lot number 71009783. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01416589. This packaging lot contained 200 units, which were shipped from lake region medical on october 29, 2009. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported by the customer as: "distal tip- damaged-in patient" was confirmed due to the received conditions of the device. The complaint reported by the customer as: "distal tip- fractured-separated/in patient" was confirmed due to the received condition of the product. According to sem analysis results, the fracture condition of this device presents characteristics of pieces which were stretched/ pulled until fracture; however, the root cause of this failure cannot be conclusively determined. These failure modes do not appear to be manufacture related. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event as reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. The complaints of damaged and separated were confirmed on analysis. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. The IFU for guidewires cautions: guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Do not use a guidewire that shows signs of damage. Damage will prevent the guidewire from performing with accurate torque response and control. Guidewire manipulation/torquing should always be performed under fluoroscopic guidance. Never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. Should the guidewire tip become entrapped within the vasculature (i.e., small side branch, tight stenosis), do not torque the guidewire. Advance the balloon catheter distally, gently pull the guidewire back into the balloon catheter, and remove the balloon catheter/guidewire system as a unit. Should torque control/tip response be compromised during use, confirm tip integrity using fluoroscopy. Loss of torque control may be due to core wire fracture. Under fluoroscopic guidance, advance the balloon catheter to the distal end of the guidewire and remove the balloon catheter/guidewire system as a unit. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the confirmed events.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Event description:
The patient was admitted for a procedure with a lesion in the right external iliac/superficial femoral artery. The lesion had 90% stenosis and was heavily calcified and the vessel was moderately tortuous. The contralateral approach was chosen for the procedure and a jindo steerable guidewire was advanced to the right common femoral artery, through a j sheath. The distal tip was sometimes drawn into the side branch during delivery and it became distorted/unraveled. The wire was exchanged to a new product and the procedure was completed. After the procedure it was noted that the distal tip of the jindo guidewire was found separated and remained in the patient. The physician determined that there would not be any consequence to the patient if the future, and therefore, decided to leave the distal end of the wire in the patient's body.